Event description:
On (B)(6) 2009, the pt reported ongoing issues with air bubbles in the insulin cartridge of the infusion device for the past 4 months. She stated that she allows insulin to reach room temperature prior to use. She does not properly adjust the piston rod of the infusion device prior to insertion of the insulin cartridge. She was educated on the proper procedure. She stated that she attempts to prime air bubbles from the system, but she is frustrated with wasting insulin. A request for additional training was submitted. Upon follow up on (B)(6) 2009, the pt reported that she will work with the trainer to resolve the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.